Event description:
Left-side seroma and pathology report provided positive alcl.

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: b5, b6. Pathology report received by the health care provider and results show positive for cd 30. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side seroma and left-side suspected alcl.

Manufacturer narrative:
Sientra complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.